Event description:
It was reported that a continuous primary audible alarm was experienced.

Event description:
Additional information received: not involved with a patient. Please proceed as unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the support lens was cracked, the keypad was damaged, and the left front corner was cracked. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined a corrective and preventative action has been opened to address the reported issue. Replaced the speaker as a preventative measure.